Manufacturer narrative:
The device history report was not possible due to no lot / serial number was provided.

Event description:
The account stated that the architect c16000 analyzer generated an initial chloride result of 90 mmol/l. The sample was repeated 2 times with results of 102 mmol/l both times. There was no report of impact to patient management.

Event description:
It was reported that a patient died one day after a 3300tfx of unknown size was implanted. A blood clot broke/dislodged off the sewing cloth. No additional information was provided. Only the model number was provided; therefore, the smallest device size was used in order to enter the product ID. This information will be updated as soon as the correct size is known.

Manufacturer narrative:
(B) (4) = a blood clot broke/dislodged off the sewing cloth. No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.